Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the tubing between the pump and reservoir. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the tubing between the pump and reservoir. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was visually and microscopically inspected and underwent leak testing. No leaks were found. The tubing was noted to have been cut down to the pump block; no tubing was returned for analysis. Under microscopic examination, pump contamination was identified. The reservoir was visually inspected, and leak tested. No leaks were found. The reservoir performed within specification. Product analysis was unable to confirm the reported allegation.